Event description:
It was reported that the customer had an unspecified cartridge issue. The customer attempted to change the cartridge to resolve the issue, however, the issue continued. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.